Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or warnings related to the complaint observed in the black box or alarm history; only typical usage was observed. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose (bg) was running as high as 20mmol/l. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. The reporter stated the patient has been covering bg more frequently and with greater amounts than normal. The motor sounds different than other pump that it is loud and grinding. The history and settings all confirmed to be accurate. This report is being made due to the inaccurate delivery issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.